Event description:
In a journal article, peri-strips dry with veritas collagen matrix staple line reinforcement (psdv) was used as a staple line buttress during laparoscopic sleeve gastrectomy (lsg) procedures. In 292 pts, lsg was performed as a single-stage approach for the treatment of morbid obesity and its effectiveness was evaluated during the first 12 months following surgery. One pt suffered post-operative bleeding from the staple lines following surgery which required unspecified intervention. No major intra-operative bleeding from the staple lines was noted at the time of the procedure.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article: gandsas, a: initial outcomes following laparoscopic sleeve gastrectomy in 292 pts as a single-stage procedure for morbid obesity. Bariatric times. 2010; 7(2):11-13.